Manufacturer narrative:
Date of event estimated. During processing of this incident, attempts were made to obtain complete patient information. Further information was requested but not received. During processing of this incident, attempts were made to obtain complete device information. Further information was requested but not received.

Event description:
It was reported the patient's ipg will no longer charge, and the patient is not receiving effective therapy. Surgical intervention may take place at a future date to address the issue.